Event description:
Complainant alleged that during set-up of the device prior to being used on a pt, the device powered on without display.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.